Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:18:51. During night drain cycle seven, the patient's ultrafiltration reading was 82ml, indicating the home patient (hp) drained 82ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 82 ml during therapy initiated on (B)(6) 2012 at 20:18:51, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed that cycle 7 received a partial fill. Cycle 7 drain was completed on (B)(6) 2012 at 02:29:12 and the user's actual drain volume during cycle 7 was 142 ml. The actual drain volume of 142 ml is 142.0% of the largest prescribed fill volume (lpfv) of 100 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.